Event description:
Admitted this pt with a disruption of prior placed rod (2008) x-ray demonstrated rod fracture. Left femur placed rod 2008 for pathologic femur fracture. Metastic breast cancer to left femur.